Event description:
It was reported the pt developed contact dermatitis due to prep used at implant. The pt was prescribed hydrocortisone cream which did not help. Subsequently, the pt received another medication from the dermatologist which appears to be working.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.